Event description:
It was reported that the user was unable to remove the connector from the pump to change the cartridge, noting the ¿shark fin¿ piece was pointed down; after guidance to twist the connector to the left and pull, the user used pliers and successfully removed the connector and cartridge and completed the supply change. Customer care provided support that included troubleshooting and user education via remote guidance. Investigation of this case revealed that the connector was difficult to disconnect during routine maintenance and that correct manipulation resolved the issue without device malfunction. Symptoms included no adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during connector removal.